Manufacturer narrative:
The reported event involved weak positive results for two patient samples tested with the hbsag g2 elecsys cobas e 200 v2 assay on multiple platforms, including the cobas 6000 e601 module (serial number: (B)(6)). The investigation determined that the hbsag g2 elecsys cobas e 200 v2 assay performed within specifications. A review of the data indicated consistent quality control results across different reagent packs and assay versions. Precision evaluations and sample correlation studies conducted at the customer site demonstrated 100% agreement between positive and negative results. The investigation concluded that the observed weak positive results were most likely due to sample-specific interferences, which are covered by the specificity claim in the instructions for use (IFU). The absence of confirmatory testing, such as the elecsys hbsag confirmatory test, limited the ability to definitively classify the results as positive or negative. The device remains in operation at the customer site, and no reagent-related issues were identified.

Event description:
The initial reporter alleged weak positive results for two patient samples tested with the hbsag g2 elecsys cobas e 200 v2 assay on the cobas 6000 e601 module and other platforms. For patient 1, initial testing on (B)(6) 2021 using the hbsag g2 elecsys cobas e 200 v2 assay (new lot biotin version) on the e601 module yielded a result of 1.04 coi (weak positive). Subsequent reruns on the same platform, including after high-speed centrifugation, recalibration, and reagent pack changes, produced results of 1.16 coi, 1.08 coi, 1.28 coi, and 1.09 coi, all weak positive. Testing on the e801 module (older non-biotin version) yielded consistent weak positive results of 1.10 coi, 1.12 coi, and 1.14 coi. Testing on the e602 module (new lot biotin version) produced a result of 1.05 coi (weak positive). Cross-assay comparison using the abbott hbsag assay yielded a result of 0.4 coi (negative), and confirmatory hbv dna polymerase chain reaction (pcr) testing was negative. No hbsag confirmatory neutralization test was performed.for patient 2, testing on the e601 module yielded weak positive results of 1.68 coi, 1.67 coi, 1.71 coi, 1.92 coi, and 1.99 coi. Testing on the e801 module produced a negative result of 0.378 coi, while testing on the e602 module yielded a weak positive result of 1.83 coi. Cross-assay comparison and confirmatory testing were not reported for this patient.the results for both patients were discrepant when compared to the abbott hbsag assay and hbv dna pcr testing, which were negative. No hbsag confirmatory neutralization tests were performed as recommended in the instructions for use (IFU).